Event description:
During a surgical procedure for a base of tongue reduction, the metal probe on the hand piece caused a superficial skin tear, on the pt's lip. The procedure was completed without any other issues.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.